Event description:
It was reported that the ¿leads were shattered¿ and had impedances over 4,000 ohms. As far as the manufacturer representative knew the patient was doing well with the therapy until the lead ¿shattered¿ from an unknown cause. The patient did not know what could have happened as she had not fallen. She did have other surgeries, including one for a perforated colon, but the doctor reportedly stated that these could not have damaged the lead. The patient had ¿a very bad spring with some serious health problems, but therapy was not good last (B)(6).¿ she had big problems with the therapy not working well that had been occurring all of 2014. The patient stated that she ¿had a bad device and leads and everything.¿ she stated that ¿it stopped working and the battery ended up going bad.¿ the implantable neurostimulator (ins) had not been working for a while ¿because of the leads and there were amplitude problems.¿ a whole new device was implanted on the day of the report. No patient outcome was reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Event description:
Additional information received reported that the patient received assistance on (B)(6) 2014 and their concerns were resolved.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v594488, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. (B)(4).